Event description:
The customer reported the device was broken/damaged. Broken syringe plunger grippers. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced barrel clamp, rear case, left/right iui, sleeve drive, retainer & wiper seal. Syr/pca gripper rcl completed. Performed calibration. A review of the device history record showed the device had a manufacture date of 10/19/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the barrel clamp. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) , which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # 1604765 for rear case. CAPA # ca-2018-0161 for iui. CAPA # fi-2017-0015 for gripper.

Manufacturer narrative:
A review of the complaint history record was performed for sn (B)(4), which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 10/19/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported the device was broken/damaged. Broken syringe plunger grippers. There was no patient involvement.